Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg 40s mg/dl) and food/juice were consumed to address bg. Customer did not know cause of low bg. Recommendation was made by tandem technical support to discuss event with their healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values of 45-48 mg/dl were recorded by continuous glucose monitor (cgm) from 5:02:24 pm to 5:12:24 pm on (B)(6)2019. Cgm alert 1 (cgm low alert) enunciated. A tubing fill of size 13.1 units was observed on (B)(6)2019 at 7:06:01 am. A tubing fill of size 10.6 units was observed on (B)(6)2019 at 11:15:08 am. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On (B)(6)2019, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.